Event description:
Ivc filter placed in usual fashion without incident. At the end of the case when the sheath was removed, a ribbon almost plastic substance was seen alongside the sheath. Both were removed together and on repeat fluoroscopy the filter had tilted far to the right. Attempts to retrieve the filter were not possible. An additional filter was placed above the second filter out of an abundance of caution.